Event description:
Event description guidant received information that this implantable cardioverter defibrillator (chf) device and lead system were exhibiting loss of capture associated with "flat" electrograms. During the revision procedure, bodily fluids were identified in the header port which was associated with lv lead insulation damage and oversensing